Event description:
It was reported that the patient had a bleed in the posterior capsule of the joint so the surgeon had to remove the insert to get to the bleed for treatment.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
(B)(6). An event regarding bleeding in the knee joint involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned for review. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported bleeding in the knee joint could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that the patient had a bleed in the posterior capsule of the joint so the surgeon had to remove the insert to get to the bleed for treatment.